Manufacturer narrative:
(B)(4). The customer did not provide patient demographics such as age, date of birth, gender, and weight. Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the 3100 high frequency oscillating ventilator (hfov); the unit was making a high-pitched noise near the piston and stopped oscillating. The issue occurred during patient use and the customer reported to have swapped the unit out with another known working unit while the patient was being manually ventilated by the nurse. There is no report of patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: a carefusion authorized 3rd party field service representative (fsr) went onsite to evaluate the suspect device. The 3rd party fsr found that the customer was using a 3100b circuit on the 3100a ventilator. The fsr replaced the pr-3 regulator assembly and control needle valve as a precaution. Proper operation of the vent was verified by the fsr and returned to the customer operating to manufacturer specifications.